Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The valve was detached and was inside the reservoir.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a unknown procedure on 02/21/2013 and a reservoir was used in the pericardium. On (B)(6) 2013, it was noted that the anti-reflux valve detached and fell into the reservoir. There were no adverse patient consequences.